Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had multiple programming sessions and their lead was repositioned previously; it is unknown when this occurred. It was also stated that the implantable neurostimulator (ins) and extensions were removed due to the patient not using the left implantable neurostimulator (ins). It was stated that the issue was resolved at the time of this report. There was no known impact or consequence to the patient.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0l4l4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Upon review of the additional information received, it was determined that device code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) and extensions were not removed. The rep clarified by stating that the lead was repositioned to get better symptom control. The extensions and implantable neurostimulator (ins) were also repositioned to the other side as the patient felt that they were pulling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.